Manufacturer narrative:
A visual examination of the returned device found the surface of the tip area to be smooth. The outer diameter (od) of the extrusion next to the ro marker and over the ro marker were measured and found to be within specification. Slight paint defects were noted but the tip paint was within specification. The condition of the returned incident device was not consistent with the complaint that the device tip was rough/not flat. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found that the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during unpacking of the device, it was noted that the tip surface was rough/not flat. The procedure was completed with another rx pre-curved ercp cannula.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during unpacking of the device, it was noted that the tip surface was rough/not flat. The procedure was completed with another rx pre-curved ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during unpacking of the device, it was noted that the tip surface was rough/not flat. The procedure was completed with another rx pre-curved ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed non-reportable based on the investigation results.